Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-jul-2017, the fse removed the plastic sleeve that holds the probe tip, replaced the bf wash probe assembly, and tested the analyzer. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was operational error.

Event description:
On (B)(6) 2017, the customer reported receiving bf probe suction errors on their aia-900 analyzer. The customer stated that they inspected the bf wash probe and found that the wash probe tip was pushed up into the bf wash probe suction body. They were unable to remove the tip with tweezers and other items. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of luteinizing hormone and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.